Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ten years following an intraocular lens (iol) implant procedure, subsurface nano-glistenings are present on the iol, strong like lens clouding, making patient difficult to see. Iol exchange is scheduled. The iol will not be returned as it was used on a patient with an infection. Additional information was provided by the physician that the initial iol was implanted about fifteen years ago. After iol exchange, corrected visual acuity is good, but contrast sensitivity decreased. The physician's comments are that the patient is more likely to feel the difference of contrast sensitivity because other company's iol has been implanted in the fellow eye. If same iols are implanted into both eyes, he/she might not feel it. The physician has declined to provide further information.